Manufacturer narrative:
[(B)(4)].

Event description:
Pain complaints right hip (study hip). Treatment performed with antibiotica and pain medication. This case was reported within a follow-up examination of a (B)(4) clinical study.